Event description:
Customer alleged the power center mount bolt has backed away from the rear mount and caused the leg rests to over ride normal distance and twisted the square tubing top mounting bracket. (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. However, a quote for the RMA has been provided (B)(4). Model tdxsp-cg, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the power center mount bolt has allegedly backed away from the rear mount. This has allegedly caused the leg rests to override its normal distance and twist the top mounting bracket. Return (B)(4) has been issued for the replacement parts and for the return of the damaged product for an inspection / evaluation. No injury alleged.